Event description:
The rptr had done back to back testing with reading of 131, 141 and 162 mg/dl, a difference of 21%. After lifescan health care professional gave instructions on cleaning the meter, which had never been done, test results of 111 and 102 mg/dl, an 8% difference, were achieved.